Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that her daughter experienced high blood glucose of 433 mg/dl. Customer¿s mother stated that insulin pump alarmed battery out limit. Customer declined troubleshooting for high blood glucose and current blood glucose was not given. Product will not be return for analysis.